Event description:
A pt implanted with spinal cord stimulator felt a shocking sensation when passing through a theft detector at store. Manufacturer rep saw the pt but found nothing wrong with the device. No further incidents reported. No report of device explantation. A follow up report will be sent if additional info is received.